Event description:
It was reported that an asymptomatic patient was presented to the facility for a pulse generator change out due to a normal elective replacement indicator. During the procedure, the right ventricular lead exhibited insulation abrasion, low impedance, and loss of capture. The device was reprogrammed and the lead remained implanted.